Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. The customer stated: "no endoscopes were damaged or poorly processed as we have other washers to do the job before any scope is ever used on patients. This oer-pro was promptly pulled out of service when it started smoking." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred from the repair of the equipment. It is likely that when the bio-med repaired the equipment, he incorrectly mounted tube for detergent line, which caused the tube to break and the detergent to leak out. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegations were confirmed. In addition to the detergent leak from the secondary side of the detergent pump, the additional evaluation non-reportable findings are as follows: there was an e81 error code, the drain hose was broken, there was water or fluid leakage in the device, there was heat and smoke damage to the main board, and there was an abnormality of the three port valve. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoscope reprocessor displayed an e81 error (process cannot be controlled) during cycles, the drain hose had a crack in it and was leaking fluid, and the unit began smoking. The issue was found during reprocessing, there was no patient involvement. The device was evaluated onsite by olympus. During the device evaluation the following reportable malfunction was found: there was a detergent leak from the secondary side of the detergent pump. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.